Event description:
The customer reported inaccurate readings on their precision xtra meter and that he lost consciousness (passed out). No additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter has been returned and the readings complaint issue was not confirmed. Attempts have been made by adc customer service to obtain additional information regarding the medical event and the product issue. A follow-up report will be filled if we received further information regarding the medical event.